Manufacturer narrative:
Manufacturing received the sample in the original package including the cover foil. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that the sample meets the specification. A possible root cause could not be determined because the sample meets the specification. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has not yet been received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that an ophthalmic forceps unit stuck in the gripping position when tested prior to surgery. An alternate forceps was obtained in order to begin and perform the procedure. There was no patient contact or impact.